Event description:
It was reported that pump battery seemed to deplete too quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting with technical support, so cts was unable to confirm battery issue and no additional information was received regarding the outcome of the event.